Event description:
It was reported that the lead exhibited loss of capture at the max output of the device. The lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: 457453 lead, implanted: (B)(6) 2013. (B)(4).